Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving three separate products: mdrs #122514-05081, 05082, 05083, 2937457-2014-01183 and 01184.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2009, and another cardiovascular event on or about (B)(6) 2009, after the use of the product.